Event description:
It was reported that the driver began leaking a blood-like substance after a surgical procedure had finished. The fluid came out of the driver near the base of the device. There was no pt or user injury.

Manufacturer narrative:
The handpiece has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.